Manufacturer narrative:
Analysis confirmed the customer comment of a broken connector and additionally noted that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. Inspected electrical and mechanical parts and re-calibrated and functionally tested.- passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service. There was no patient involvement.